Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm twice. The customer was assisted with the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No stuck button alarm/button error alarm noted. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device passed the displacement test and self test. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.